Manufacturer narrative:
(UDI) di: (B)(4).

Event description:
It was reported that prior to device upgrade, the pulse generator exhibited back-up vvi operation. The device was explanted and replaced as scheduled. The patient was fine post procedure.